Event description:
A customer reported that unexpected negative reactivity was obtained on a patient sample containing anti-fyb.

Manufacturer narrative:
Upon review of result image files by an immucor specialist, the negative reactivity obtained on the pre-transfusion sample fyb+ cells on capture-r ready-ID displayed a slight ring of adherence. The technical support specialist could not rule out that the weak and or unexpected negative reactivity obtained for the post transfusion sample was sample related. Both the 3-cell screening assay and crrid panel displayed significantly weaker reactivity than when initially run. The sample could have been affected by the blood products that were given to the patient. A reagent related problem could also not be ruled out as the crrid strips tested with the post-transfusion sample were also taken from the same pouch as those reporting the weak and unexpected negative reactivity. The plates reporting the weak and unexpected negative reactivity are no longer in use. Additional crrid assays using the same lot have performed as expected. An immucor field service engineer performed the unexpected reaction checklist, tightened probe tubing connection. Sample tests and qc were performed. The instrument is operating as expected. The customer was also made aware that all negative antibody screening and identification results on the echo are to be visually inspected prior to release of results. This issue was communicated to customers in technical communication (B)(4) on november 25, 2009.